Event description:
Livanova USA inc received a report that the connection of stopcock/shunt line in custom pack broke while patient was on ECMO support. There is no report of any patient injury-

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H.10. Livanova USA manufactures the smart perfusion packs. The incident occurred in USA. As per the clinician¿s account, air entered in the circuit due to the broken connection and there is no confirmation of air reaching the patient. The circuit was change out. The part that disconnected is the shunt line that connects the post-oxygenator arterial limb of the ECMO circuit to the pre-pump venous limb of the circuit. This part of the circuit is connected to the venous (negative pressure) limb of the circuit. Perfusionist was able to immediately troubleshoot to minimize potential patient impact. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: pictures of the issue were provided by the customer as evidence, confirming that involved connector had broken from its ring, that stayed connected to the stopcock. As per perfusion tubing system (pts) drawing (catalogue number 627356101, revision e), the connector in the shunt line is internally bonded to a tubing with solvent and then twist-connected to the stopcock. This shunt line connects the post-oxygenator arterial limb of the ECMO circuit to the pre-pump venous limb of the circuit via luer connections. Sample was not available for investigation. A review of the complaints database revealed that no further similar events occurred on this pts lot nor pts catalogue number, neither a concerning trend has been identified. Based on the available information and without the possibility to investigate the components, it cannot be ruled out that reported breakage could have been due to a fragility of the connector, that could have accidentally got damaged as a result of rough handling and transportation stresses occurred during product delivery to customer, that were enhanced during procedure. It cannot be ruled out also that an excess of solvent used during bonding in manufacturing could have contributed to damaging the tubing and its connection, however this could not be confirmed.